Event description:
It was reported that the patient had an "atrial lead impedance not taken" alert. The atrial lead is not sensing and the patient appears to be in atrial fibrillation (af). The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.